Event description:
It was reported that the perseus screen turned white and, shortly afterwards, an error message appeared stating that the flow sensors needed to be calibrated. The operation was successfully performed using the perseus. No injuries were reported.

Manufacturer narrative:
The investigation is still on going. The results will be provided with a follow-up report.